Event description:
It was reported that the patient had a cardiac arrest in 2009 and cardiopulmonary resuscitation (CPR) was given. An AED was used but advised not to shock the patient. When the patient arrived at the emergency unit, asystole was determined. An ER consultant stated "the rhythm seemed to be asystole from the start". The patient expired. Device history reports did not register any tachyarrythmia episodes for that day. It was reported the patient had suffered frequent similar types of episodes since two months prior to event. A consultant in emergency medicine stated that a technical check of the device suggests a possible fault.

Event description:
Same case as MFR report #: 2134265-2010-01667, 2134265-2010-01668. It was reported that post a coronary stenting treatment procedure, very late stent thrombosis and a myocardial infarction occurred. The greater than 50% stenosed concentric de novo lesion was located at a moderately calcified and non-tortuous bifurcation of the left anterior descending artery (lad) and the first diagonal artery. The lad was predilated with a 3.0x15mm maverick2 balloon and the bifurcation into the first diagonal artery was predilated with a 2.5x12 maverick balloon. Three stents were placed: a 3.0x20mm taxus express2 drug eluting stent in the proximal lad, a 3.0x16mm taxus express2 drug eluting stent in the mid lad and a 2.5x8mm taxus express2 drug eluting stent in the first diagonal artery. The stents were placed not overlapping and using a reverse-t technique to account for the lesion being at a bifurcation. The lesion was post-dilated with a 3.25x15mm quantum maverick in the lad and a 2.5x8mm quantum maverick in the bifurcation of the lad into the first diagonal. No patient injuries or complications occurred. The patient was discharged on aspirin and plavix. One year and nine months later, the patient presented emergently with chest pain, a myocardial infarction and in-stent very late thrombosis. An unknown time before the event the patient had stopped taking all antiplatelet therapy. Ivus was performed and it was noted that all three prior placed stents were ¿undersized¿ and were not well apposed or fully deployed. Thrombus was located in all three stents causing an occlusion of the lad. Multiple balloon inflations were used to ¿aggressively¿ further expand the stents and postdilated to treat the thrombus. No further patient injuries or complications occurred. Patient's status is satisfactory.

Event description:
This customer reported baseline wander on their ecgs.

Manufacturer narrative:
The device has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Event description:
On october 13th, 2009, the customer contacted baxter to advise that a colleague 3 cxe volumetric infusion pump, product code 2m9163, (B) (4) encountered a fail code 810:04 on channel a. The problem was noted during the use on a patient. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
(B) (4)there is an ongoing CAPA investigation, CAPA-(B) (4), associated with this report.

Manufacturer narrative:
Additional information received indicates that the problem was noted during the use on patient in 2009. The patient was being transported from the operating room to the cardiovascular intensive care unit and channel a encountered failure code 810:04. While attempting to remove the lines from this channel and transfer the lines to another pump, there was a drop in blood pressure. Medical intervention was necessary, but the blood pressure was quickly restored. No further information is available in regards to the incident.evaluation summary:the device involved in the incident was received for evaluation. A review of the event and data log indicated that there were 967 customer events in the history in 2009. On event date, the tube was loaded on channel a (ch a) at 14:53:02. The start button was pressed for ch a at 14:53:03. A primary infusion was started at 9.9ml/hr on ch a at 14:53:05. 12 seconds later, failure code (fc) 810:04 occurred on ch a at14:53:17. Fc 810:04 is an air sensor error: baseline too high. The pump passed the self test on ac power. Ch a was run on primary at 9.9ml/hr and channel b (ch b) on primary at 2.1ml/hr. Both channels were run for 24 hours. No malfunction or failure codes occurred. Several tube load/unload and infusion started events were performed on ch a and b and no problem was found. Ch a and ch b pump head module (phm) air in line (ail) calibration values were verified. Test1for warm phm and test2 for cool (room temperature) phm. Ch a test1: without back pressure = 217 counts and with back pressure of 14.5psi = 235 counts. Ch a test 2: without back pressure = 217 counts and with back pressure of 14.5psi = 236 counts. Ch b test1: without back pressure = 216 counts and with back pressure of 14.5psi = 234 counts. Test 2: without back pressure = 216 counts and with back pressure of 14.5psi = 235 counts. Ch a and b ail are within specifications. Ch a phm, ch b phm, and ch c phm were visually inspected for loose connections or damage and none were found. All three phms had the yellow dot, which indicate the pump has been upgraded. Traces of unknown dried fluid were found on ch a top and bottom ail sensors which is an indication of a wet tubing loaded at the time the fc 810:04 occurred. There was no problem found on ch b & c phms. The reported condition was confirmed but not duplicated. Traces of dried fluid were found on ch a top and bottom ail sensors which is an indication that wet tubing was loaded at the time the fc 810:04 occurred. This device utilizes user interface module master software and is categorized as remediated.

Manufacturer narrative:
The software version for this device is currently unknown.